Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The output of the system was measured in normal and boost mode and found to be within regulatory limits. Measurement is very technique sensitive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported by the radiology physicist that the system 9600+'s output was more than allowed by regulation. There was no adverse patient involvement reported. There was no patient information reported.